Manufacturer narrative:
(B)(4).

Event description:
This is report 2 of 2.this is a report of peritonitis in a patient coincident with dianeal therapies for peritoneal dialysis (pd). Action taken with dianeal therapies were not reported. The patient was hospitalized for the event. The cause of peritonitis was unknown. Treatment was not reported. The patient was recovering from this peritonitis event.

Manufacturer narrative:
(B)(4). A review of all batch record documents was performed for potentially associated lot number gd893867 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. Should additional information become available, a follow-up report will be submitted. (B)(4).